Event description:
It was reported that 2 unpecified bd¿ syringes leaked. The following was received by the initial reporter: verbatim:: the patient reported syringe malfunction while prepping medication. While trying to do injection medication was lost due to syringe malfunction. The patient stated that this is the second time she has been going to administer and had an issue with the dosing syringe and lost medication due to syringe malfunction. The patient stated that the medication came out the sides. The patient was able to draw and prepare new dose and everything worked accordingly. Ae: no ae reporter.

Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 unpecified bd¿ syringes leaked. The following was received by the initial reporter: verbatim: the patient reported syringe malfunction while prepping medication. While trying to do injection medication was lost due to syringe malfunction. The patient stated that this is the second time she has been going to administer and had an issue with the dosing syringe and lost medication due to syringe malfunction. The patient stated that the medication came out the sides. The patient was able to draw and prepare new dose and everything worked accordingly. Ae: no ae reporter.